Event description:
It was reported that a patient with ongoing renal failure experienced chest pain (angina) and underwent a diagnostic angiography. It was noted that under fluoroscopy that an occlusion (thrombosis or an 80-90% restenosis) of a previously implanted promus stent in the circumflex was visualized. A coronary balloon angioplasty was to be attempted. The physician advanced a non-abbott guide wire to the left anterior descending (lad) artery and tried to place a second guide wire into the circumflex (cx) artery. While attempting to retract the cx guide wire out of the vessel, resistance was met at the ostium of the cx and lad; the stent was noted as sticking out of the ostium and the guide wire distal end became caught. As the guide wire was pulled resistance was felt, but the guide wire could not be released from the stent. Attempts to advance the guide wire were unsuccessful. A 1.5 x 8 mm non-abbott balloon catheter was advanced in an attempt to stabilize and free the guide wire; this was unsuccessful. The balloon catheter was removed without incident. Eventually, the guide wire was pulled forcefully and the entire guide wire and the implanted stent came out of the vessel. There was no vessel dissection or perforation. It was noted that once the guide wire and stent were removed the vessel was no longer occluded and good flow was restored. Outside the anatomy, the two devices still could not be separated. There was no reported adverse patient sequela. The patient was reported as stable throughout the procedure and stable post procedure. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of implant estimated; reported as 2011. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. You are receiving this report from abbott vascular because (B)(4) distributes (B)(4) as its own brand labeling of abbott vasculars drug eluting stent in the us.